Event description:
The manufacturer received information alleging a the lcd froze. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the phenomenon was unable to be duplicated. Although no anomy was found the main board was replaced. A life-related smell was observed. The following parts were replaced ui panel, outlet flow path and blower. After the parts were replaced overall checking, cleaning and functional test were performed. Software is confirmed to be up to date 3.6.2.